Event description:
A pt had surgery to treat scoliosis on 4/11/97. On a follow-up visit after initial surgery, x-rays revealed that a cap on an open hook came loose. The pt was re-operated on 4/22/97 to replace the loose cap and the hook.